Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the large suturecut needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire from the jaws of the large suturecut needle driver instrument was broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was not able to hold tissue. The instrument had issues related to pitch movement. There was a cable protruding at the tip of the instrument. The instrument was inspected prior to use and no damage was observed. No fragments fell into the patient's anatomy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding abroken wire was confirmed by failure analysis.